Event description:
Left inguinal hernia surgery using bard perfix plug and patch mesh cone and patch for slight hernia. Surgeon used extra large sized mesh and permanent 0 nureolon stitches. Pt had and continues to have constant groin pain stemming from the incision down thru the groin to the left testicle with numbness near the left base of the penis upwards to the incision. Pt also has experiences stabbing pains down the inner thigh to the inside/rear of the knee at the mesh location. Pt was recommended pain management by initial surgeon and no other tests or procedures recommended. Second surgeon examined pt and recommended a sonogram to try and confirm mesh in properly or anything unusual. Pt plans to get a MRI and is to start pain management 2008. Dates of use: 2008 to now; 2008. Diagnosis or reason for use: surgeon's choice. Event reappeared after reintroduction: yes.